Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, h2: additional information, h6: investigation findings - additional, h6: investigation conclusion - additional.

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced an issue with her iphone connecting to the dexcom cgm. Two days prior to the event, the patient changed her display settings on the iphone receiver due to her visual impairment; however, the text was too big to see cgm readings (only one or two digits were displayed). Over the following 2 days, the patient let the phone battery run down until depleted and restarted the phone. The day of the event, the screen had a normal appearance. The cgm values were reportedly erratic, ranging from 40-400 mg/dl. The patient does not check her bg by fingerstick. The patient was asymptomatic until the evening when she lost consciousness. The patient could not recall cgm readings, alerts, or alarms at the time of the event. As a result of the loss of consciousness, the patient sustained a head injury, elbow injury, and broken wrist. The patient phoned a friend who called an ambulance. At the emergency department (ed), the bg was 240 mg/dl and the cgm display device was showing no values. The patient noted no signal between the phone and sensor and attributed this to a problem with the iphone and service carrier, t-mobile. The patient underwent diagnostic testing including electrocardiogram (EKG) and computed tomography (CT) scan. There was no treatment for hyperglycemia. The patient received tylenol for pain. The patient was not told by healthcare providers what the cause of her loss of consciousness was. She was unsure if the episode was the result of hyperglycemia. At the time of the report, the patient was in stable condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.